Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that multiple intermittent minimum fill notifications occurred after loading cartridges with 120-300 units of insulin. Customer's blood glucose was 324 mg/dl at time of report. The pump supplies were changed or the cartridge was reloaded and insulin delivery was resumed to address the issue. Customer ultimately switched the type of infusion set used.